Event description:
A temperature alarm was reported by a distributor in finland, which did not adversely affect the customer's blood glucose levels. The pump was not exposed to extreme temperatures and was charging using tandem supplies at the time of the alarm. Tandem technical support arranged for the pump to be replaced under warranty. The customer was instructed on how to put the pump into storage mode and asked to return it using a pre-paid label. Meanwhile, the customer planned to use multiple daily injections as a backup therapy to ensure continuous insulin delivery.